Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that internal energy is not in required range of 20% during lasik. Upon follow up, no harm was reported to the patient and procedure was completed.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company's acceptance criteria. During the onsite visit, the tm (territory manager) replaced a board and then the system was working fine without issue. Without sample, no deeper root cause analysis of the faulty board was possible. The root cause could not be determined conclusively. (B)(4).